Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridges were leaking from the o-ring. Customer¿s blood glucose (bg) level was 600 with moderate ketones. The elevated bg was addressed by a correction injection via manual insulin therapy. Ultimately, the customer reverted to an alternate method of insulin delivery.